Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive sheath lost aspiration following the performance of the transeptal puncture. The sheath was removed from the patient and replaced with a similar device resolving the issue. No visible air was ever observed in the sheath or patient. The procedure was completed with no patient complications reported. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive sheath lost aspiration following the performance of the transeptal puncture. The sheath was removed from the patient and replaced with a similar device resolving the issue. No visible air was ever observed in the sheath or patient. The procedure was completed with no patient complications reported. The sheath has been returned for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the reported loss of aspiration was not confirmed; the sheath was returned with the dilator inserted through the hemostatic valve which can introduce damage to the device and destroy any evidence of the cause of the reported loss of aspiration. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified a deformation on the inner valve and the device did not pass leak testing due to the deformation. The insertion of compatible devices during normal use would not have caused this valve deformation; the valve damage is consistent with valve damage due to the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific. Device history record (DHR) review the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of loss of aspiration is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of unable to exclude device problem and supporting evidence that came to this conclusion. Boston scientifics investigation was unable to establish a clear conclusion about the cause of the reported event. The valve deformation identified during returned product testing was consistent with damage caused by the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific.